Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal plunger accordioned at the end. Another angio-seal device was opened so they could use another plunger which then worked fine. It was an antegrade approach on an obese patient, therefore the entry angle was severe per the doctor. The procedure was completed, and the patient condition was normal. Additional information was received on 11may2020. The component that was referred to as plunger is the piece that goes into the sheath part of the device. The procedure was a left lower extremity endo-revascularization via an antegrade approach. A 6fr. Procedural sheath was used. A pre-deployment angiogram was performed. They had to retract the abdominal wall. The patient was in stable condition.

Manufacturer narrative:
One 6fr angio-seal vip device was returned for product evaluation. Only the carrier tube assembly was returned along with the header bag for analysis. No other accessory components were returned. Visual inspection revealed that damage was observed on the returned carrier tube assembly. A small kink was observed on the manufacturing slit and the carrier tube assembly was twisted and deformed just below the device cap; torsional forces likely could have caused the damage. The deployment sleeve of the carrier tube was in the forward lock position. The bypass tube was found slightly dislocated but still protecting the anchor on the carrier tube. No other visual anomalies were noted. Dimensional testing was performed. The od of the carrier tube was measured to be 0.080'' which was within the specification of 0.080" +/- 0.005. Measurement was within the manufacturer's specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that torsional forces due to lack of support for the device cap while holding the distal end of the carrier tube assembly (at the bypass tube) may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.